Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during reassembling of the cardiosave during an unrelated service visit, the getinge field service engineer (gfse) found that the cardiosave intra-aortic balloon pump (iabp) the front end got corrupted b7. The device would not reboot to the clinical mode. The executive processor was displaying f7 failure code. The front end pcb had corrupted and lost communication. There was no patient involvement reported.

Manufacturer narrative:
He fse that encountered the issue replaced the front-end pcb (circuit board) and rebooted the b17 software. The fse performed a complete preventive maintenance (pm) with calibration, safety, and functionality checks to factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, front end, non-rohs with a reported unit failure of the front-end board having corrupted software and not booting up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure but no root cause identified. This part is obsolete and no longer able to be tested by a supplier.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).